Event description:
Patient came to clinic with pain. Xrays show tibial tray may be loose and sinking. Surgeon removed tibia and replaced it.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock on 05-aug-2006. There have been no other events for the lot referenced. A clinician consultant reviewed the provided information and determined that "after nine years in situ in this obese female with diabetes, hypothyroidism and osteoporosis, loosening and subsidence of the primary cemented tibial component is not entirely unexpected. There is no evidence the revision of the tibial component resulted from factors of faulty component design, manufacturing or materials. Once the posterior subsidence occurred, excess shear on the posterior polyethylene insert resulted in the wear described in this area." There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Patient came to clinic with pain. Xrays show tibial tray may be loose and sinking. Surgeon removed tibia and replaced it.